Event description:
It was reported that the customer could smell insulin in the pump as if it was leaking out of the reservoir. Customer stated that she had a bad reservoir about a week ago and now the pump was smelling of insulin on the inside of the reservoir compartment. Customer stated that she also had an issue where the o-rings moved out of place and the insulin was found in the reservoir compartment. Customer's blood glucose level was 70 mg/dl. Customer stated that the leak occurred about 3-4 days ago. Customer stated that the reservoir was used and the location of the leak was past the o-rings. Customer found there was fluid visible in the reservoir compartment. Customer stated that the 2nd o-ring had moved out of place. Customer would like to return the reservoir for analysis. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.